Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9 - date returned to mfg, h2, h3, h4, h6, h7, and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
After completing the endoscopic retrograde cholangiopancreatography examination, it was noticed that the distal end cap of the scope was missing. After inserting another endoscope, it was confirmed that the cap had fallen near the duodenum, so it was retrieved through an unspecified medical intervention, and the procedure was completed. Upon checking the retrieved item, it was found that the root was cracked. There were no reports of further patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.